Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 43 mg/dl. Customer also reported that insulin pump alarmed for software error and unexpected restart. Customer declined troubleshoot for low blood glucose. Customer was able to rewind the insulin pump and self test passed. Insulin pump will be returned for analysis.